Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). Event site address: (B)(6). Event site city: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use of cardiosave intra-aortic balloon pump (iabp) iabp may require maintenance alarm occurred. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, e1(email and telephone), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields - e3. A getinge field service engineer (fse) was dispatched it was discovered by fse that the device failed drive manifold leak test. This was due to vacuum leak and pressure leak values exceeded standard limits. A quote for spare part replacement was stated to be provided to the hospital. There was no further information given in regards to this repair, if more information is received this record will be updated accordingly.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h6. (Type of investigation, component codes). A getinge field service engineer (fse) was dispatched it was discovered by fse that the device failed drive manifold leak test. This was due to vacuum leak and pressure leak values exceeded standard limits. A quote for spare part replacement was stated to be provided to the hospital. The fse replaced the drive manifold assembly (d104-00-0031), safety disk (d202-00-0140), muffler 1/8 npt (d103-00-0631) and muffler <100 micron (d103-00-0499). The unit was tested and confirmed to be functioning normally.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a.